Manufacturer narrative:
The device was returned for analysis. The reported difficult to flush was unable to be confirmed. The reported tip break was unable to be confirmed however there was noted inner member damages (stretched, kinked and wrinkled) and sheath damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/preparation for use resulted in the reported tip break/noted inner member damages (stretched, kinked and wrinkled) and the noted sheath distal end bent inwards; thus resulting in the reported difficult to flush. The noted kinked outer sheath likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, a 5.5x180mm supera self-expanding stent system (sess) was difficult to flush. The tip of the sess was noted to be barely attached and almost separated. The device was not used and there was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.